Event description:
It was reported that the needle tip broke off into the joint. The broken piece was removed and the procedure was completed with a competitive device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported firstpass mini straigh device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established based on our visual observations. From the information provided, it was reported that the needle tip broke off into joint and removed. Stryker x-braid suture was used. Passed the suture, captured the suture in the upper jaw/suture trap, and needle broke off on return. Visual evaluation of the returned device confirms a broken needle tip therefore customers complaint was confirmed. A component material test was conducted and the needle showed to be cracked at the breakage location. The fractured surface was examined and showed that the sharp/abrupt transition of the flattening process, at the round to flat transition, created a high stress area/forces that started and propagated a crack. Changes have been implemented to reduce or eliminate the reported failure in future. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.